Event description:
A report was received that the scs was tried on patient and it nicked the spinal cord thus it was leaking with spinal fluid. The patient noted she could not stand up and lay in bed for a week. The patient had the scs removed and had a blood patch. No further information could be obtained by the bsn representative.